Event description:
The user facility reported that during a patient procedure their exacto cold snare failed to cut through a cecal polyp in its entirety. The procedure was considered not completed, with a recommendation for the patient to follow-up in six months to a year. No report of injury.

Manufacturer narrative:
The exacto cold snare subject of the reported event was returned to steris for evaluation. The quality systems specialist tested the function of the device and the cutting ability. The device deployed and retracted without issue in multiple configurations. The device was able to cut multiple simulated polyps of different sizes without issue. Based on the review of the device, the cause of the reported issue could not be determined. The exacto cold snare instructions for use states that the following conditions may not allow the device to perform properly: "prior to clinical use, inspect and familiarize yourself with the device. If there is evidence of damage, do not use this product and contact your local product specialist. Attempting to advance the handle to the open position with too much speed or force, attempting to pass or open the device in an extremely articulated endoscope, attempting to actuate the device in an extremely coiled position, and/or, attempting to actuate the device when the handle is at an acute angle in relation to the sheath." The device history record was reviewed, and no abnormalities were noted. There have been no other complaints associated with this lot. No additional issues have been reported.